Event description:
It was reported that the user disconnected from the ilet after a nocturnal sensor alert indicated a glucose of 90 mg/dl while a contemporaneous fingerstick measured 176 mg/dl, then later reconnected with customer care after recalibrating the dexcom; subsequent glucose was 216¿217 mg/dl, with guidance to monitor for improvement. Symptoms included hyperglycemia without acute clinical effects. Outcomes included no medical intervention, no hospitalization, and no use of backup therapy. Investigation included remote troubleshooting and education regarding cgm calibration and system reconnection. Investigation of this case revealed discrepant sensor and fingerstick values followed by transient hyperglycemia, with no device alarms and no suspension of insulin delivery, and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.